Event description:
It was reported that the patient presented with acute coronary syndrome and 100% stenosis at the proximal segment of the non-tortuous, non-calcified, left anterior descending artery. The physician made the decision to proceed with angioplasty. Thrombus aspiration was performed and direct stenting was performed using a rx xience v 3.5x28 stent system. After deployment of the stent, a dissection was observed at the distal segment of the stent. A xience v 3.0x18 stent was deployed to successfully cover the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. Concomitant medical products: guide wire: runthrough ns; guide catheter: ebu 3.0, 6f. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedure. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.